Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implant date was updated. The patient refused to tell their weight. It was unknown what symptoms the patient experienced in regards to the high resistance issue. The serial number and implant date of the ins were updated. No further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 64001 lot# n611101, product type: adapter. The main component of the system. Other relevant device(s) are: product ID: 64001, serial/lot #: n611101, ubd: 02-feb-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that the lead resistance was too high due to the adaptor. As a result anew adaptor was used to complete the surgery, with the patient now receiving normal treatment. The cause of the issue was unknown. There were no patient symptoms alleged and no further complications are anticipated.